Event description:
It was reported to boston scientific corporation in 2006 that a cre balloon catheter was used during an esophagogastroduodenoscopy procedure performed three days prior (patient gender, age and weight are unknown). According to the complainant, during the procedure, "the top of is too wide for the guidewire". The procedure was completed with another cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Device, defective. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device was returned for evaluation with the stopcock and protective sleeve. The shaft had been cut 49 cm from the balloon and only the portion of shaft with the balloon was returned. The balloon profile had relaxed, and the balloon was found to be torn longitudinally, it was not possible to insert the balloon through an endoscope in the test laboratory. The cause of the reported malfunction could not be determined as only a portion of the device was returned for evaluation.